Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received insulin flow block alarm. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-1884, mmt-399a. Troubleshooting was partially performed, as the insulin flow blocked alarm was resolved in the past. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the device. Mmt-332a, mmt-1884, mmt-399a were not expected to return.

Manufacturer narrative:
The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarms during testing. The trace and history files were successfully downloaded using thump. A review of the pump history file reveals during july 2025 there were a total of fourteen (14) no delivery (insulin flow blocked) alarms, listed below: 07/09/2025 03:25:53 alarmalertnotification (40) faultnumber: nodelivery (7) during a bolus wizard delivery. 07/09/2025 15:58:00 alarmalertnotification (40) faultnumber: nodelivery (7) during a bolus wizard delivery. 07/09/2025 15:59:22 alarmalertnotification (40) faultnumber: nodelivery (7) during a bolus wizard delivery. 07/09/2025 16:01:41 alarmalertnotification (40) faultnumber: nodelivery (7) during a bolus wizard delivery. 07/09/2025 16:02:44 alarmalertnotification (40) faultnumber: nodelivery (7) during a bolus wizard delivery. 07/10/2025 21:11:49 alarmalertnotification (40) faultnumber: nodelivery (7) during a bolus wizard delivery. 07/10/2025 21:25:09 alarmalertnotification (40) faultnumber: nodelivery (7) during a bolus wizard delivery. 07/12/2025 00:01:00 alarmalertnotification (40) faultnumber: nodelivery (7) during a basal delivery. 07/12/2025 04:39:00 alarmalertnotification (40) faultnumber: nodelivery (7) during a basal delivery. 07/13/2025 23:23:47 alarmalertnotification (40) faultnumber: nodelivery (7) during a bolus wizard delivery. 07/14/2025 20:17:11 alarmalertnotification (40) faultnumber: nodelivery (7) during a bolus wizard delivery. 07/14/2025 20:19:35 alarmalertnotification (40) faultnumber: nodelivery (7) during a bolus wizard delivery. 07/15/2025 06:17:21 alarmalertnotification (40) faultnumber: nodelivery (7) during a bolus wizard delivery. 07/15/2025 14:31:51 alarmalertnotification (40) faultnumber: nodelivery (7) during a bolus wizard delivery. The pump was cut open for visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, missing display window cover, cracked battery tube threads, cracked battery compartment at the corner of the belt clip rails, missing serial number label, and pillowing keypad overlay. Insulin flow blocked alarm complaint is not confirmed. No unexpected insulin flow blocked alarm noted during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was unknown whether the customer will continue to use the device. Mmt-332a, mmt-399a were not expected to return. Mmt-1884 will be expected to return.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.